Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-07565. It was reported during the patient's initial programming of the dbs system, no stimulation could be achieved. Reportedly, the physician assistant determined the leads were not inserted to the correct depth. The surgical team decided to explant and replace the leads,at the proper depth. The leads were connected to the ipg and good impedance readings were obtained.